Event description:
It was reported that the emergency medical services was called on (B)(6) 2014. Customer's blood glucose level at the time of the emergency medical services call 30 mg/dl. Customer was treated with intravenous glucose. The customer stated that they accidentally changed their insulin pump language to russian, and he gave himself a 20 unit bolus. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.